Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that fluid backed up from the unspecified bd¿ pump set tubing drip chamber to the secondary drip chamber while infusing chemo. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "clinician noticed fluid backing up from one tubing drip chamber to another. Has noticed occurrence twice. Secondary infusion with small amount remaining and drip chamber is not empty, but primary container, (which is lower than secondary container) tubing backflows into secondary drip chamber. Infusing chemo at the time."

Event description:
It was reported that fluid backed up from the unspecified bd¿ pump set tubing drip chamber to the secondary drip chamber while infusing chemo. This complaint was created to capture the 2nd of 3 related incidents. The following information was provided by the initial reporter: "clinician noticed fluid backing up from one tubing drip chamber to another. Has noticed occurrence twice. Secondary infusion with small amount remaining and drip chamber is not empty, but primary container, (which is lower than secondary container) tubing backflows into secondary drip chamber. Infusing chemo at the time."

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. It was reported that there was 2 observed occurrences of fluid backing up from one tubing drip chamber to another. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.